Event description:
I've had pain from my coils for years but the other day it was so bad that I couldn't walk for 3 hours and days later I'm still in extreme pain from in ever since my last menstrual cycle. It's been horrible pain and hasn't stopped this time.